Event description:
Return reason: open circuit. Analysis determined: investigation found that the #3 electrical connector pin is bent down over itself and the connection is incomplete. Unit was used in vivo. This was not determined until analysis was completed. No further info is available on the pt's status. Corrective action taken: the corrective action is the mfg and quality assurance personnel have been notified. Both the frequency and severity of this type of incident will be closely monitored to determine if further remedial action is necessary.